Event description:
Caller reported experiencing a cartridge alarm 20 during pumping. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. To resolve the issue, cts confirmed consecutive cartridge alarms and decided on a pump replacement under warranty. The customer was advised to switch to multiple daily injections (mdi) as a backup to ensure continuous insulin delivery and was informed about receiving a replacement pump with updated software. Training would be accessible through their tandem source account. The caller understood the instructions given for putting the current pump into storage mode, returning it to tandem, and receiving the replacement.